Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices, which was expanded in december 2020, that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Analysis did not identify any device characteristics that indicated this device was exhibiting the electrical overstress behavior.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was prophylactically explanted due to the emblem s-ICD overstress advisory. No adverse patient effects were reported. The explanted device was expected to be returned for analysis.